Event description:
It was reported that, the patient experienced pneumothorax during the implant procedure. The device was successfully implanted. The patient was treated with medication. The patient was stable.